Manufacturer narrative:
Attempts for additional information have been made. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert was received via remote monitoring for a high shocking lead impedance measurement with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) discussed potential environmental interference at the time of the measurement and also considering a 1.1 joule and max energy commanded shock to test the lead integrity. The physician planned to contact the patient and follow-up with the patient's cardiology group. No adverse patient effects were reported.